Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the long bipolar grasper instrument to perform failure analysis (fa). The instrument was found to have a broken conductor wire at the idler pulleys. The instrument failed the electrical continuity test, confirming a complete break in the wire. The wire insulation was intact, only the internal wires were broken. The wire insulation was broken during the failure analysis. No thermal damage was found on the instrument. The probable root cause is attributed to damage through external collisions, during use, or during reprocessing. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument had a broken black conductor. A backup instrument was used for the procedure. The procedure was completing as planned with no reported injury.